Event description:
It was reported that the pt experienced withdrawal symptoms a few days ago. The pt had also had withdrawal symptoms in the past when on flex dosing. No volume discrepancies were noted. Troubleshooting of a potential catheter malfunction was being considered. The pump was used to deliver baclofen. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).